Manufacturer narrative:
Conclusion: (graft material), (type 2 endoleak). Other, secondary intervention required.

Event description:
An aneurx bifurcated stent graft was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unk. It was reported that upon final angiogram, there was a type iii and type ii endoleak. The physician elected to reline the stent graft, which was successfully re-aligned with one iliac limb inside the bifurcated ipsilateral side. Final angiogram showed no evidence of endoleak. The type ii endoleak will be monitored. No add'l clinical sequelae were reported and the patient is fine.